Manufacturer narrative:
Additional information is being submitted for h4: manufacturing date was updated per complaint. Correction g1 contact office email.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Additional information; d9, h4. Based on the results of the investigation the reportable event was not confirmed. No device problem found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported, the esg -400 generator was not working and showing error 433, we are unable to do procedures. The event occurred during set up/inspection for use (during set up in room, before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.